Event description:
It was reported that foreign matter occurred before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "white dirty on the tube."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one opened non retracted unit with no packaging. Through the visual inspection of the device, there were no signs of a white foreign matter which was described in the report. There was no foreign matter observed on the device under microscopic inspection. The bag was then inspected for any foreign matter that may have been dislodged from the device. No foreign matter was observed in the bag. The defect of foreign matter was not confirmed as no foreign was observed with the returned unit. A device history record review could not be performed as the lot number is unknown.

Manufacturer narrative:
The changes are the following: d. 1 medical device type: n/a d.4 medical device catalog #: 381833 d.3. Medical device manufacturer: becton dickinson industrias cirurgicas, ltda. G.2 manufacturing location: becton dickinson industrias cirurgicas, ltda. G.5. PMA / 510(k)#: n/a h3 other text : see h.10

Event description:
It was reported that foreign matter occurred before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "white dirty on the tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "white dirty on the tube."